Event description:
The customer reported hearing clicks when the pod was activated and thought that the cannula had deployed like normal. At 12.:29 am on (B)(6) 2014, the customer had a blood glucose of 223 mg/dl, so she gave herself a 1.7 unit bolus and went to bed. When she awoke at 8:25 am, her blood glucose read high (>500 mg/dl). She removed the pod and noticed that the cannula had never deployed. She gave herself a manual bolus to lower the blood glucose.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance critria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged". Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 ml/dl, follow the treatment advice of your healthcare provider", and if your reading is above 500 mg/dl, the pdm displays "high check for ketones!. His indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendtion to treat hyperglycemia."